Event description:
The customer reported that the 8800 system would not boot up and that communication failure and charger failed error messages were displayed. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. A fuse on the battery charger printed circuit board was replaced. The interconnect cable assembly needs to be replaced, however, repair information is unavailable. The system was tested and operates as intended.